Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient (pt). The pt was having a surgical procedure tomorrow to change out the manufacturers system. Pt wanted to know if there was any way to use their controller today to find out the impedance on the leads. Reviewed healthcare provider (hcp) would need a tablet. Pt reported the reason why they are taking the system out was they never gotten a lot of relief from it for their back as they expected. Pt got it for the pain in the legs but not in the back. Pt had it adjusted and reprogrammed. Pt was sent a new paddle and a new battery for the controller. The new battery pack helped a little bit for a while because it was taking forever to charge. Now pt was charging the ins more often again and the controller could not recharge to 100% without patient having to recharge the controller again. Ins seems to be getting towards the end of the life cycle. They are switching patient to another system.